Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to pair to the ilet after an extended period; the user toggled sensor types, attempted to re-pair without success, then started a new sensor which entered warmup, consistent with an intermittent communication failure associated with the antenna/electrical-magnetic components. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, aligning with an intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.